Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon withdrawal resistance resulting in bypass surgery occurred. The 85% stenosed lesion being treated was located in the mid left anterior descending (lad) artery. The physician deployed a 3.00x16mm taxus liberte drug eluting stent, dilated to nominal pressure. The physician deflated the balloon, waiting 30 seconds. There were issues experienced during deflation. Upon withdrawal resistance occurred. The physician 'washed again by saline solution and short effect nitrate was applied'. However, the balloon could not be retrieved. The patient was sent for coronary artery bypass graft (CABG), without retrieving the stent delivery system from the patient. During operation a lima bypass surgery was performed to lad. The 'not fully dilated stent' and the stent delivery system were removed during the surgery. The patient was discharged from the hospital 'with recovery'. Patient status reported as "stable". Additional information was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.